Manufacturer narrative:
H3. Device evaluation: customer report of paravalvular leakage could not be confirmed through visual observations. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­1mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal to moderate at both the inflow and outflow aspects. Serrated mechanical damage marks were observed on the surface of leaflet 1 on the outflow aspect. Three suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the inflow aspect. Multiple sutures also remained attached to the sewing ring around the rest of the valve. H10. Additional manufacturer narrative: updated h3. H11. Corrected data: updated h6.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 21mm aortic valve, implanted approximately eight (8) months, was explanted due to paravalvular leakage. The device was originally implanted for aortic valve replacement to correct paravalvular leakage. After an implant, frequent chest pain was observed. The device was explanted and replaced with a 25mm aortic valve with no adverse patient events reported. The patient status was reported as ¿recovering¿. The explanted 21mm aortic valve was the third aortic prosthetic valve for the patient. The device will be returned for evaluation. Multiple cardiac surgical procedure: coronary artery bypass grafting (CABG) at implant and at explant. There was no allegation of device malfunction.